Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. Inverter battery charger 1 and inverter battery charger 2 were replaced. Charger voltage output was measured and the system checkout passed. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that on each inverter battery charger the output channels were delivering high output voltages. There was no patient involved with this concern.

Manufacturer narrative:
Medtronic investigation of returned suspect inverter battery charger 1 and inverter battery charger 2 was unable to replicate the reported issue. The inverter battery charger 1 passed bench testing. All outputs were within specified range. There was audible noise on channels d and e under min load. Visual inspection noted board is slightly warped and discolored. J2 connector is offset (crooked.) Installed charger board in the imaging test system and it functioned as expected. No functional problem. Board slightly warped and discolored. J2 connector end not seated properly. The inverter battery charger 2 passed functional output bench test. All outputs were within specified range. Visual inspection noted many leaking capacitors. Installed charger 2 board in o-arm system 267 and it functioned as expected. All motion, 2d and 3d imaging were successful. No functional problem found; many leaking capacitors. As previously reported the inverter battery charger 1 and inverter battery charger 2 were replaced which was reported to have resolved the issue.